Manufacturer narrative:
It is likely that the patient's significant weight loss caused tissue instability where the ipg was implanted and possibly also some loose skin where the external devices are placed. The unstable tissue allowed the ipg to move into a position that was not conducive to communicating with external components. Additionally, loose skin allows the external components to shift and become misaligned with the ipg, further contributing to the communication issues. There is no indication of any system or component failure. The migration and communication issues noted appear to be directly related to the patient's weight change.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area just above the belt line and the implanted leads targetted the cluneal nerve. After having the system implanted and active for some time, the patient experienced a significant weight loss, leading to issues with communication between the ipg and the external therapy discs and lack of pain relief. Evaluation determined that the patient's weight loss had caused the ipg to migrate within the pocket so that it was no longer parallel to the skin surface. On (B)(6) 2025 a surgical revision was performed to place a new ipg in a new pocket location. The existing leads remain implanted and in use.